Event description:
During a review of the event history for another report, it was discovered that failure code 808:02 occurred once on (B)(6) 2010 during infusion and there was an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.the user interface module master software version is 5.09.90, categorized as remediated.

Event description:
During baxter's review of the event history of another report, it was discovered that failure code 810:11 occurred twice during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. The device has not been repaired for the reported condition. Additional: a service history review revealed that this device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.